Event description:
It was reported that the cardiosave intra-aortic balloon pump ac power cannot be used during the use of cardiosave, indicating that the battery is being used. There was no patient involvement reported. Used, then unable to boot. The customer separated the trolley and the host, pushed the trolley back in and started it, but it still couldn't start, and no one was injured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in telephone number : (B)(6).

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, cmponent codes, investigation findings, investigation conclusions), h10. Additional fields: e1(event site state: guancheng district, event site postal code: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) the ac power of cardiosave was unavailable during use , indicating that the battery is being used, then unable to boot. The customer separated the trolley and the host, pushed the trolley back in and started it, but it still couldn't start, and no one was injured. A getinge field service engineer (fse) sated that the device cannot be turned on, the ac light is on, but power cannot be supplied to the device. Check the power supply of the trolley. There is no output. Next, apply for replacement of the trolley power supply (d670-00-1166). After replacing the power monitoring board check that all functions are normal and delivered for clinical use. There was no patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details.the failure analysis and testing department received a pcb, power supply monitor, with a reported that the ¿device cannot be turned on, the ac indicator is off¿. Performed visual inspection of the pcb, power supply monitor per the cardiosave service manual part number 0070-00-0639 revision r and found no visual damage and the part looks to be in good condition. Installed the pcb, power supply monitor into the iabp cardiosave test fixture serial number (B)(6) for testing of the reported problem. Performed and tested in accordance with the cardiosave service manual part number 0070-00-0639 revision r. Tried to performed the test in an attempt to recreate the reported problem but the test fixture won't power on and did trigger the reported problem of the ¿device cannot be turned on, the ac indicator is off¿. It looks like the board had some electrical malfunction. The failure analysis and testing department was able to verify the failure experienced by the customer. Retaining the pcb, power supply monitor in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause.

Event description:
N/a.